Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown initial reporter address 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ ii short-needle insulin syringe was bent and sticking out of the cap, which led to a needlestick to the patient, followed by a needlestick to the healthcare professional (hcp). The same needle was involved in both needlesticks. No serious injury was reported. The following information was provided by the initial reporter: "patient purchased the product and realize that the needle was bent and sticking out of the cap, and she was prick by the needle. As such, she return the bag back to (B)(6) and ask for exchange (B)(6). Bd appointed merchandiser person collected the needle back. She was later prick by the needle also."

Manufacturer narrative:
Correction: b5: describe event or problem: it was reported that the bd ultra-fine¿ ii short-needle insulin syringe was bent and sticking out of the cap, which led to a needlestick to the patient, followed by a needlestick to the healthcare professional (hcp). The same needle was involved in both needlesticks. The following information was provided by the initial reporter: "patient purchased the product and realize that the needle was bent and sticking out of the cap, and she was prick by the needle. As such, she return the bag back to ntuc unity and ask for exchange ( rivervale mall). Bd appointed merchandiser person collected the needle back. She was later prick by the needle also." H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the bd ultra-fine¿ ii short-needle insulin syringe was bent and sticking out of the cap, which led to a needlestick to the patient, followed by a needlestick to the healthcare professional (hcp). The same needle was involved in both needlesticks. The following information was provided by the initial reporter: "patient purchased the product and realize that the needle was bent and sticking out of the cap, and she was prick by the needle. As such, she return the bag back to ntuc unity and ask for exchange ( rivervale mall). Bd appointed merchandiser person collected the needle back. She was later prick by the needle also."